Manufacturer narrative:
(B)(4). Similar to 510(k)/PMA under p140016. (B)(4). Summary of investigational findings: type 3 endoleak is reported. On (B)(6) 2018, a zta-p-36-161 was implanted in the patient as the first device. Following, a zdeg did not pass the vessel because of calcification and the physician removed this device and implanted a zta-p-36-209 (complaint device) as the 2nd device. A CT scan was performed on (B)(6) 2018, from which a type 3 endoleak was reported. From a CT scan performed on (B)(6) 2019, the endoleak was no longer observed. No adverse effects to the patient or any additional procedures is reported due to the occurrence. This pr is related to (B)(4) (zta-p-36-161, type iii endoleak) and (B)(4) (zdeg-pt-38-204-pf, advancement difficult). From the provided information it was unclear which suptype (a/b) the type 3 endoleak represented. It was also unclear which of the zta devices were involved, why two complaints were opened. A three phase cta performed (B)(6) 2018 and cta performed (B)(6) 2019 were provided for the investigation and reviewed by an expert imaging reviewer. As per the imaging review, from the cta of (B)(6) 2018, a type ill endoleak of the zta-p-36-209 through a fabric hole is confirmed. As per findings of the imaging reviewer, an endoleak extended through the zta-p-36-209 fabric just as it exited the more proximal zta-p-36-161. It immediately filled the false lumen rather than traveling between the endograft and the true lumen to reach a neighboring intimal tear. Although the hole was 3mm in diameter, a density difference of 30 hounsfield units indicates that hole likely smaller than 3mm but significantly larger than would be expected for a suture hole endoleak. In addition, the hole was located not only where the zta-p-36-209 exited the zta-p-36-161 but also where the zta-p-36-209 expanded slightly more than the zta-p-36-161 and along the outer aortic curvature. From two-month post implantation cta, the endoleak was confirmed to be completely resolved. The complaint is confirmed based on customer testimony and review of the provided imaging. It has not been possible to determine a likely cause of the type iii fabric hole endoleak. Endoleak is listed as a potential adverse event in the instructions for use for the device. From additional information received from the cook representative, it was noted that the indication for the procedure was type b dissection. As per IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta, and the device has not been formally tested in patients having dissections. No evidens to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: hole in the graft as per CT. Postoperative CT scan shows an endoleak type 3. Additional information received on (B)(6) 2019: postoperative CT scan shows a endoleak type 3, first zta-p-36-161 ((B)(4)), the zdeg did not pass the vessel because of calcification ((B)(4)), then the physician took out his device and put in the zta-p-36-209 as the 2 device ((B)(4)). Implantation was at (B)(6) 2018, CT scan was at (B)(6) 2018. Next CT scan is soon. After the procedure at (B)(6) 2018 the CT scan shows a type 3 a endoleak additional information received on 02/21/2019: the patient has got a CT scan at (B)(6) 2019. The CT scan shows no endoleak now. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.